Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
Following completion of a premature ventricular contraction (pvc) ablation procedure performed via retrograde aortic access, the patient developed thrombosis approximately 24 hours post-procedure. The thrombotic event subsequently progressed to bowel ischemia and resulted in patient death three days later. The patient¿s medical history was significant for severe vascular disease, including calcifications. Anticoagulation with heparin was administered both intra-procedurally and post-procedurally; however, anticoagulation therapy was temporarily interrupted due to bleeding observed at the femoral access site following the procedure. An sl0 sheath was utilized to access the left side of the heart via retrograde approach through the aorta. The reporting physician stated that the thrombotic event was not attributed to the ablation catheter, nor to any device deficiency or malfunction of the sl0 introducer sheath.